Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. The power cord had an extensive kink right after the plug due to the staff plugging the cord into an outlet under a full ortho table top and letting the weight of the table top rest on the plug. The sparking issue could only be reproduced in the metal exterior outlets. There seems to be issues with the grounding of all of the exterior metal electrical boxes. The sparking was reproduced in two of four exterior metal outlets tested. The sparking could not be reproduced in the eight interior electrical outlets that were tested. Spoke with the primary radiologic technologist (rt) about this issue and he stated that he doesn't use the metal/exterior outlets because they have always sparked and have issues. This sparking issue was reported by an inexperienced technician on the night shift. The power cord was replaced and tested. The system was fully turned on and the power cord was plugged in under full load. There were no sparks or issues when the plug was placed in the eight grounded outlets. Both of the outlets that sparked with the original plug still sparked. Performed a full system checkout and the system is fully functional. A hospital representative is going to place a work order to have the other outlets tested and repaired. The primary rt is going to speak with the night crew about the proper steps to store the system. System is fully functional. The damaged power cord has not been received by the manufacturer fro evaluation.

Event description:
A site representative reported that the imaging system was intermittently losing power, and was sparking when plugged into or unplugged from a power outlet. It was reported that the system line power light was turning on and off frequently. There was no patient present when this issue was identified. No additional details were provided.